Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that air ingress occurred. During preparation for a pulsed field ablation (pfa) procedure, a farawave pfa catheter was selected for use. As the perfusion line was connected to the flush port, air was observed in the flush port. The air could not be removed after flushing and tapping efforts were performed. The physician suspected tubing material may have contributed to the event. The original catheter was used to complete the procedure. No patient complications were reported. The catheter is expected to be returned for analysis.